Event description:
Information received a smith's medical tracheostomy/pvc: portex tubes blue line ultra (blu) degraded. Reported after several use of the cleaning brush, the inner cannula cracked around the fenestrated area. No clinical consequence observed as trach was changed without incident. New protocol for cleaning was implemented